Event description:
A device was returned to the manufacturer for service in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed and error code(s) 73, 101 and 22 were logged. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.